Manufacturer narrative:
Device is end of life / end of support.

Event description:
Philips received a complaint indicating that the device failed the self-test. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The device remains at the customer's site. No further action is warranted at this time.